Manufacturer narrative:
Fragmentation testing of the unlock blunt fill needle per iso 7864 was conducted by the factory in an attempt to recreate the coring failure mode of the suspect batch with retain samples from batch# 17531d, and competitor bd samples (batch# 4242782). The bd product is also used by the complainant and is considered the substantial equivalent. 25 samples of each needle brand were tested. Test results indicated there was no coring (fragmentation) of the rubber closure by either brand when the blunt fill needle are tested per iso 7864. A copy of the test report is attached.

Event description:
It was reported that when a nurse corded a vial, she found rubber floating in the vial afterwards. This was reported to happen two (2) times on the same day.